Event description:
It was reported via repair work order that the big wheel could not be disengaged which would reduce brake force due to damaged dampener. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.